Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. Dhrs for the fs libre were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. Extended investigation is also required for the reported test strips. A follow up report will be submitted once additional information is received. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle built in meter. Customer reported receiving readings of 329 mg/dl and 87 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned and an extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs for the precision strips were reviewed. The dhrs showed the precision strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in the specification and passed. The dhrs for the fs libre sensor and fs sensor kit were reviewed. The dhrs showed the fs libre sensor and fs sensor kits passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc freestyle built in meter. Customer reported receiving readings of 329 mg/dl and 87 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.